Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. This report also contains the investigation results. The investigation, including log file analysis and technical assessment, determined that the repeated ¿exhalation obstructed¿ alarms on april 14, 2026, during ventilation were most likely caused by a mechanical obstruction within the expiratory pathway (likely causes include expiratory limb/valve obstruction, blocked bleed port, or occluded flow sensor tubing) , with the expiratory valve assembly identified as the most probable root cause. Replacement of the expiratory valve assembly msp161174 restored normal device function, confirming effectiveness of the corrective action. No serious deterioration in health occurred to any patient, and no medical intervention was required. Based on the available evidence, this incident is considered not related to fsca-2026-05-03, as the identified failure mode falls outside the scope of the issues addressed by the fsca. Hamilton medical ag considers the investigation completed and the case is closed.

Event description:
It was reported to hamilton medcial ag: "expirationsstenose bei der beatmung vom anwender gemeldet. Einstellungen nicht bekannt." No patient harm or adverse health impact was reported. No medical intervention was reported to be required.